Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not receiving the bolus dose correctly. Patient reported that the carbohydrate intake and insulin units are not matching. Specific blood glucose levels were not reported. Medical treatment was not required. The patient mentioned he gave a correction bolus but he didn¿t see his glucose levels going down so he give 8 units of insulin with a pen as treatment.